Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 30, 2025. Section h3 - device evaluated by manufacturer? Yes device evaluation: the lens was visually inspected under magnification revealing traces of ophthalmic viscoelastic device (ovd) on the surface of the lens and fibers from the medical gauze in which it was received. The lens was cleaned and was observed to be cut. Edge damage and haptic damage were also observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified. The other issues observed could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that astigmatism increased in the patient's right eye after the preloaded intraocular lens (iol) implantation, and the account indicated that was following up the course considering the possible influence of incision. After implant of an iol in left eye, the patient complained of the difference in vision between the right and the left eye; as a result, the iol implanted in the patient's right eye will be replaced with a toric iol. The pre-operative visual acuity of the right eye was 0.02 (0.6×s-12.0d c-1.5da×5 degree). The postoperative distance visual acuity was rv =0.8 (1.2×s+0.5d c-2.5da×180 degree) and the near visual acuity was 0.4. The binocular visual acuity was 1.2 /30cm. Through follow-up received on the june 23rd, we learned that the patient was not hospitalized and the astigmatism was increasing. The iol was explanted and replaced on june 11th. The patient presented a slight corneal edema and the post-operative visual acuity could not be measured. After the lens replacement, the patient reported that their previously experienced vision difficulties were resolved, and they expressed satisfaction with the outcome. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.